Manufacturer narrative:
The reported leak was confirmed. A leak was noted at the distal end of the handle during functional testing. The handle of the introducer was opened and the shaft windows were noted to be torn, consistent with the leak observed at the handle. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft window damage remains unknown.

Event description:
Following an ablation procedure, the sheath was leaking blood/infusion from the end of the handle where the hemostasis valve enters the handle. There were no adverse consequences to the patient.